Manufacturer narrative:
Vyaire medical has received the defective component and results are pending completion of investigation.

Event description:
The customer reported while using the airlife adult manual resuscitator, an inability to ventilate. On (B)(6) 2020, the reported the patient (B)(6) year old female brought into ER with agonal breathing. The customer reported the patient was not intubated initially. She coded, they bagged her[?] 1st breath was good and then lost pressure again, so they pulled the backup bag. 2nd bag did not work[?] Therapist left room to retrieve a 3rd bag which worked. While therapist was out of the room, the ER doctor intubated the patient. After exchanging the bags (manual resuscitator), the customer reported alternative ventilation was provided to the patient.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. One sample was provided for the investigation. Sample was not inspected functionally because it was not decontaminated, only was inspected visually and found that the components snap ring and lim duck bill are disassembled from exhalation port. Therefore, defect reported was confirmed. This issue will be internally investigated within vyaire.